Manufacturer narrative:
Voluntary medwatch report received: mw5163170.

Event description:
Voluntary medwatch received states that the patient presented with right atrial lead that exhibited noise. No intervention was reported. The lead remains implanted and in service. There were no patient consequences.